Manufacturer narrative:
(B)(4). Event or problem description - additional information. Device product code - correction to oyc. Date received by manufacturer - additional information. Correction, additional information, device evaluation. Device evaluated, evaluation summary attached. Method codes - add 10, 38, 3329; remove 3263, 3331 - additional information/correction. Result codes - add 213; remove 3233 - additional information. Conclusion codes - add 94; remove 11 - additional information. Corrected data.

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. A review of the data log was not performed as there was no data available. Confirmation of the issue was undetermined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Product has been received for investigation. A follow-up will be submitted upon completion of device investigation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional patient or event information is available.